Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown continu flo infusion set backflowed. It was noted that when an unknown tubing or syringe was connected to the ¿clave port¿ the unknown fluid would not flow into the distal tubing. The fluid was noted to backflow up the line into the bag. The patient was being infused with ¿maintenance piv lr and preop abx ancef¿ there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer indicated that three possible lot numbers could be the lot number for the indicated product. These three lots have been reviewed. R15a20025 - manufactured on january 1st, 2015. R14l01016 - manufactured on december 1st, 2014. R15a14010 - manufactured on january 14th, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use of the device was performed, passing successfully with no issues noted. The reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.